Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is alarming even when off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received: with a reported unit failure of an alarm when powered off. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the boards in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed for either part. Retaining the parts in the failure analysis and testing department per procedure. A getinge field service engineer(fse) was dispatched to evaluate the unit. The fse replaced power management board. The fse also replaced battery and o-ring. Perform full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h8, d9 (return to manufacturer date).